Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no immediate action to address the elevated bg level however, they stated they would deliver a correction injection (mdi) after the call with technical support, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.